Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported our (B)(6) affiliate, a 29mm sapien 3 valve was prepped to be implanted through trans-axillary approach in the aortic position using an ultra delivery system. Insertion of an axela sheath was uneventful. During delivery system insertion through the sheath, a lot of push force was necessary. The valve was difficult to push through the sheath as the anatomy was tortuous. The push-pull method (with the sheath and the delivery system) was used in order to advance the valve through the sheath and into position. The valve was successfully deployed with optimal results. Upon removal of the sheath two visible holes as well as kinks throughout its length were noted. Per report, as a result of all the manipulation done through the sheath in order to advance the valve, the physicians believe that the access closure, done through perclose, expanded; therefore, preventing the perclose from working effectively. As a result, the patient sustained a flap in the artery as well as bleeding at the access site. This was repaired by inserting two stents extending from the level of the flap to the access site.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The axela sheath was returned to edwards lifesciences for evaluation. Imaging was reviewed and revealed tortuosity in the patient¿s access vessel, the outer jacket was torn at the distal insertion marker location and a hole was observed on the outer jacket proximal to the distal flap. Visual inspection revealed the following: bilayer damage observed, outer jacket partially peeled back at the bilayer, bump at the proximal end of the distal flap before and after the outer jacket removal, multiple kinks on the sheath shaft, multiple outer jacket tears were observed, inner member damaged at one of the locations of the outer jacket, and slit observed on the outer jacket at the distal end of insertion marker. Functional or dimensional testing was not performed due to the nature of the complaint. During manufacturing, the device and its components were inspected and tested several times. The lot underwent product verification (pv) testing which included insertion force on the shaft body and the shaft tip testing. These inspections indicate that the sheath has enough inspections in place to identify potential manufacturing defects related to the complaint events a device history record (DHR) review was performed and did not reveal any issues that may have contributed to the reported events. A lot history review was performed and revealed similar complaints related to this event. No manufacturing non-conformance were identified.  Available information suggests that patient/procedural factors may have contributed to the event. A review of complaint history from april 2018 to march 2019 for the edwards axela sheath (model 9630es14 and 9630es14a) revealed other similar returned complaints. However, no manufacturing non-conformance's were identified during the investigations of the similar complaints. Available information suggested that patient/procedural factors may have contributed to the events. A review of complaint history revealed that the occurrence rate did not exceed the march 2019 control limit for all the trend categories. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure. The axela IFU, the sapien 3 ultra system IFU, edwards sapin 3 ultra device preparation manual and edwards sapin 3 ultra procedural training manual were reviewed for instructions involving device preparation and use. The ultra delivery system procedural manual provides guidance on the edwards axela sheath:  note that access characteristics that would preclude safe placement of sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than 5.5 mm (for 20, 23, and 26mm valves) and 6.0 mm (for 29mm valves).  Insertion marker is minimum sheath insertion point to maintain proper hemostasis. The ultra delivery system procedural manual provides instructions for delivery system insertion through sheath. Factors that assist with delivery system insertion through sheath are as follows: using the fine adjustment wheel, ensure the balloon catheter is fully retracted into the flex catheter, orient the delivery system with the flush port pointing away and the edwards logo facing up, insert the loader until it stops (keep loader completely inserted in sheath until just before delivery system removal at end of procedure), advance the delivery system with the edwards logo facing up, through the sheath until the thv exits the sheath, and push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. No IFU/training insufficiencies were identified. Training materials indicate that push force through the sheath can vary due to vessel diameter, tortuosity, and degree of calcification. As noted in the complaint description, ¿the valve was difficult to push through the sheath as the anatomy was tortuous¿. Tortuous anatomy can create a difficulty pathway for the advancement of device. Procedural factors such as improper flushing and steep insertion angle can also contribute to resistance with the delivery system.  If resistance was encountered during delivery system insertion, excessive manipulation and force was likely applied to counter the resistance. Per the complaint description, ¿the axela sheath had resistance with the ultra delivery system as the sapien 3 ultra would not advance through the sheath.¿ as a result, push-pull method was used to advance the valve through sheath when resistance was met. The excessive manipulation may have then contributed to tearing of the outer jacket, kinking of sheath, and damage to the sheath distal tip. Investigation of the device, lot history and complaint history review revealed no indication that a manufacturing non-conformance contributed to the events.  Available information suggests that patient (tortuosity) and/or procedural (device manipulation to overcome delivery system insertion difficulty) factors may have contributed to the reported events. However, a definite root cause is unable to be determined.  No labeling or IFU/training inadequacies were identified. The occurrence rate for the relevant trend category did not exceed the monthly trigger for action.  However, due to previous complaints for axela tip damage, a product risk assessment and CAPA were initiated.  No additional actions are needed at this time.